Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two sutures were successfully pre-placed. However, while using forceps to remove slack of the first suture, a suture break occurred. A new prostyle device was pre-placed. The sheath was upsized to 14f and the procedure was completed. Hemostasis was achieved via the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It appears the suture may have separated due to the forceps. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.